Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient along with extracorporeal membrane oxygenation. During the support there was suction that was not resolving and the device was repositioned. Later, it was reported that suction alarms started again, flows dropped, and waveforms looked dampened. Blood products were administered and suction alarms were disabled. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
D.7a revised as an incorrect selection was entered on the initial report that was submitted. E.1 added initial reporter address line 1 and initial reporter phone number as they were inadvertently omitted from the initial report that was submitted. H.6 medical device problem code was submitted as it was not reported on the initial report that was submitted. Investigation summary: data review: data logs confirmed suction when the pump was started on 2025/08/09 with low placement signal and remained until 2025/08/15 then resolved for the rest of the case. Product was not returned for review. Pump flow issue: suction resolved by (B)(6) 2025 per data log review. Placement signal was low until (B)(6) 2025 when suction resolved and right ventricle (rv) was reported to be improving. The cause of the suction was most likely a patient condition related since the patient had severe rv failure. Positioning issue: (B)(6) 2025 inlet was pointed toward mitral, but still in free space. The cause of positioning issue was patient condition related because transthoracic echocardiography done and showed left ventricle cavity very small. Device history review: the pump passed all post sterile inspection checks.